Manufacturer narrative:
Investigation conclusion: the reported event of the battery housing not flush near the red arrow on the battery was confirmed. The 14v li-ion battery (serial #: (B)(6) was returned for analysis and no log files were submitted for review. The 14v li-ion battery underwent functional testing with the lab test 14v battery clips and a calibrated system controller and functioned as intended. The 14v li-ion battery supported pump function. While in the battery clip, the battery was wiggled around to try to dislodge it from the clip or activate alarms, but no issues arose. The battery underwent a charge/discharge test on the maccor system without issue. The device history records were reviewed and the 14v li-ion battery passed manufacturing testing. The root cause for the battery housing not being flush near the red arrow of the battery was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The other two batteries will be reported in MFR#2916596-2019-01771 and MFR#2916596-2019-01772. Approximate age of device - 2 months, 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when opening a new box of batteries to set up, three out of the four batteries didn't look flush. The crack by the red arrow seems wide and there were concerns for the potential of liquids getting in should the patient accidentally spill a drink or water near them. There was no patient impacted by this out of box event. The batteries were returned for analysis.